Event description:
Reporter indicated no additional information will be provided.

Event description:
Reporter indicated high lead impedance with vns systems diagnostics testing was obtained for a patient at an office visit on (B)(6) 2012. The vns was disabled on (B)(6) 2012, due to the high lead impedance. No lead fractures were seen on the patient's x-rays per the reporter. The patient's seizures have been slowly increasing since (B)(6) 2012, and the patient had a fall after a seizure which resulted in a concussion. The fall may possibly be related to the high lead impedance, but this is not certain. X-rays were reviewed by the manufacturer. The lead pin appears to be fully inserted into the generator header. Only a limited amount of the lead was visible in the x-rays for review. No acute angles or obvious lead break could be identified in the visible portion of the lead. As the lead pin appears fully inserted, a lead pin issue has been ruled out and a lead fracture is the more likely cause of the high lead impedance. Attempts for further information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.